Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed one opening on posterior side assessed as surgical impact opening (shell thickness within specification) and two smooth patterns along the same opening edge on radius side assessed as smooth opening. Additional observations: ¿ observed stress marks on the device. ¿ observed 40 mm dark patch edge material inside gel device. ¿ observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.